Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged on (B)(6) 2017 the patient experienced a blood glucose of over 600mg/dl, associated with an alleged inaccurate delivery issue. Reportedly, the patient resumed therapy with the same pump, and was treated by their healthcare provider in the emergency room with intravenous insulin. During troubleshooting with customer technical support, it was revealed the basal history did not match the active basal program. The basal history indicated a basal rate of zero units until the pump resumed the normal basal rate of 0.60 units of insulin. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-nov-2017 with the following findings: during investigation, the basal change history appeared to be inaccurate due to 0.0u/hr basal rate recorded due to a replace cartridge alarm. The deliveries resumed. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. The total daily dose (tdd¿)s added up correctly and reflected the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. There were no delivery interruptions during the investigation. Unable to duplicate the complaint. Battery compartment is cracked above the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.